Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis nurse reported a patient was diagnosed with peritonitis and subsequently hospitalized from (B)(6) 2014-(B)(6)2014. The cause of peritonitis was thought to be touch contamination. The continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without any further issues and the signs and symptoms of peritonitis have resolved. There is no allegation against any fresenius product in relation to the reported event.